Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 pockets e1 to e5 were failed. Customer stated that this issue occurred when restocking the station. Components inside drawer became loose due to regular use and heavy closing by different users.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02 october 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system cubie pockets failed. A field service engineer (fse) reseated the cables on the connector and rebooted the machine. After the reboot, the cubie pockets functioned correctly. The customer tested the unit and confirmed proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.